Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Serial# unknown explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative reported that the specialist took the patient to surgery on (B)(6) 2025 and confirmed that the pump was fine. It was a catheter occlusion. The catheter was changed and the pump was working perfectly.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5000 mcg/ml at a dose of 553 mcg/day via an implantable pump. It was reported that telemetry was performed on the pump which indicated having 2.1 cc and 20 cc of the medication was extracted. There were no environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions taken included the specialist indicating changing the pump. The issue was not resolved at the time of the report. The patient experienced general pain associated with the event. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the patient's pump was (B)(6) 2024 and that the refill occurred on (B)(6) 2025. When asked if the volume discrepancy resolved, it was stated that the programming tablet indicated a 21 cc reservoir and 20 cc was extracted. The specialist indicated changing the pump. The date of the planned pump change was (B)(6) 2030. The pump was still in use. Additional information received indicated that the planned pump change was (B)(6) 2030, however, the patient would have a pump change before 2030 due to the volume discrepancy. There was no date yet as it depended on the clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: explanted: (B)(6) 2025. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative reported that the catheter lot number was unknown. The issue resolved after the catheter was replaced. The catheter would not be returned as it was discarded. The cause of the catheter occlusion was due to coiling.